Event description:
It was reported that after the implant procedure, the atrial lead was not sensing and the p wave value had diminished. The atrial lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pulse generator (B)(6) 2012. (B)(4).